Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to a developed wound infection. The patient had the device implanted and developed folliculitis that went untreated. At a later date, the patient reported back to the physician and the physician determined that it was a wound infection that required surgical intervention. The ipp pump was removed, but the patient requested the remaining components remain implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp) due to a developed wound infection. The patient had the device implanted and developed folliculitis that went untreated. At a later date, the patient reported back to the physician and the physician determined that it was a wound infection that required surgical intervention. The ipp pump was removed, but the patient requested the remaining components remain implanted. There were no additional patient complications.